Manufacturer narrative:
After multiple attempts for additional information, natus was unable to obtain any other details regarding this incident. Customer is not responding to the follow-up attempts. Device is not available for evaluation investigation cannot be performed with the information available to natus. If additional information becomes available and device returned for evaluation and investigation, supplemental report will be submitted. No response from the customer.

Event description:
Customer stated that staff reported unit would not cool patient. Customer noted that patient was moved to a different cool-cap system in order to continue treatment. There was no injury. At a later time, for two hours customer was attempting to duplicate issue. Per customer, issue could not be duplicated, and device functioned as expected. After multiple attempts for additional information, natus was unable to obtain any other details regarding this incident.

Manufacturer narrative:
Device was evaluated by (B)(4). Specific system parameters (temperatures, trends, alarms, etc.) And environmental conditions were not provided by the customer. A hospital biomed reportedly ran the unit after the event but could not reproduce the failure, and did not provide any data to (B)(4). Two bench-level checks were done to determine if there was an obvious problem with the cooling system: voltage checks in the cooling unit and a bench-level heat-load test. The voltages driving the cooling elements on the cooling block were nominal, and the system was able to maintain minimum cooling block temperatures with maximum heat load input. These results indicated that the system was not having problems cooling. To check the system over a longer period, the unit was instrumented with thermocouples in the external water line and run on a 72 hour cooling cycle with the cap set point set to 8c, which is the lowest set point and therefore the most challenging condition. Outlet water temperature was recorded and found to be 8c for the whole cycle, indicating again that the system was not having problems cooling. Since unit performance during the prior bench checks appeared normal, an ftp was run on the unit to determine if it was operating fully within specification. The unit passed the ftp, confirming that the system operates within specifications. Additionally, the dh rs were reviewed and nothing out of the ordinary was found that would suggest this unit would not cool adequately. (B)(4) was unable to confirm the failure using information provided by the hospital, and neither (B)(4) nor the hospital bio-technicians were able to duplicate the condition. Additionally, no technical problems were found with the cool-cap unit, as it operates fully within specification.

Event description:
Customer stated that staff reported unit would not cool patient. Customer noted that patient was moved to a different cool-cap system in order to continue treatment. There was no injury. At a later time, for two hours customer was attempting to duplicate issue. Per customer, issue could not be duplicated, and device functioned as expected. After multiple attempts for additional information, (B)(4) was unable to obtain any other details regarding this incident.